Event description:
It was reported that this patient has received multiple inappropriate shocks due to oversensing of myopotentials with smaller signal amplitudes. The system is being monitored at this time. No adverse events were reported. Additional information was received that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode system has continued to deliver inappropriate shocks to the patient. Additionally, it was noted that when the patient exercises, the s-ICD double counts the patients qrs complexes and subsequently, delivers an inappropriate shock. Ultimately, the electrode was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Event description:
It was reported that this patient has received multiple inappropriate shocks due to oversensing of myopotentials with smaller signal amplitudes. The system is being monitored at this time. No adverse events were reported.